Event description:
It was reported that the surgeon performed a revision surgery to change the cup (OEM product), insert and head. However, the head did not dissociate from the stem neck because it was too tight. The surgeon tried to dissociate the head from the stem neck many times. As the result, the stem was loosed therefore the surgeon had to implant new stem too.